Event description:
I have an adverse event. A pericardial tamponade occurred during the transseptal puncture. Our catheters were not involved (only patches used)- only external devices, specifically the brk needle and the agilis sheath from abbott. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 2226. Device: 2682. Ref: mw5187652.